Event description:
Customer reported the thermogard xp ivtm system(sn (B)(4)) is not detecting the airtrap. It is unknown when the problem occurred. Patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system(sn (B)(4)) is not detecting the airtrap" was confirmed during functional testing but not in the archive data review. System did not recognize the air trap. The root cause of the issue was due to a defective air trap sensor block, due to traces of liquid found on the sensor board surface. The air trap sensor block was replaced to remedy the fault. During visual inspection, the pump lid of the ivtm thermogard console was found broken, unrelated to the complaint. The probable root cause for the observed physical damage was user mishandling. The pump lid was replaced to address the damage. The thermogard console failed the initial functional test. The console did not recognize the air trap. The air trap sensor block was replaced to address the error. Upon review of the event log, no irregularities were found. Following service and replacement of parts, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).